Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, capture threshold was 2.5 v and sensing was more than 10 mv. All the parameters were good post-procedure. Patient was stable and was shifted to ccu. During device interrogation after 36 hours of procedure, increase in lv threshold and drop in r-wave sensing was noted. Lv lead was found to be dislodged on fluoroscopy. Physician decided to reposition the lead. During repositioning procedure, lead was explanted successfully. When the physician tried to position the lv lead, lead could not be implanted because physician was unable to track through the targeted vein and the vein was occluded. Finally, physician decided to go for epicardial lead. Patient¿s condition was stable post-procedure.